Event description:
The caller alleged discrepant results when compared with the lab results as follows: date: 2008; inratio: 1.5; lab: 2.7

Manufacturer narrative:
Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 1.5; lab: 2.7; mean: 2; confident limits: 1.3-2.7. The inratio and lab values are within the confident limits as per internal procedure tr# 0150. Rev.2. The patient's dosage of medication was changed. This is an adverse event. Product will be investigated.